Event description:
The customer called to get assistance in setting the time and date on the insulin pump. The customer stated that the device alarmed motor error while being in training. Ran a displacement test and the insulin pump failed the test. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No connection can be drawn at this time. Further information will follow once the analysis has been completed.